Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and an anterior prolapse. An xtw clip (30801r1092) was inserted and advanced under the mitral valve. However, while grasping, one of the grippers became caught in the chordae. Troubleshooting was performed, and the clip was able to be removed. The clip was retracted into the left atrium (la), however, the clip became caught in the atrial appendage. Troubleshooting was performed, and the clip was able to be removed. Grasping was continued, but one of the grippers would not raise. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. While outside the anatomy, it was observed one of the grippers would not lower. During preparation of a new xtw clip (30719r2066), it was noticed one of the grippers would not lower immediately upon first testing. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. Two new clips were successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.